Event description:
It was reported that during device preparation prior to implant it was noted that the pulse generator went into backup during a firmware upgrade. The device was not used.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed hardware error code reset from telemetry interruption, which resulted in the reported issue on backup operation. The telemetry interruption is consistent with user error during communication with the device. Electrical testing revealed normal device characteristics with battery voltage near bol.